Event description:
It was reported that the programmer was missing its printer. The programmer was returned for service. No patient complications have bee reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the printer drawer was missing. When attempting to recalibrate the link electronic module (lem) board there were four vxi test failures and therefore the lem board was replaced and calibrated which it was noted also addressed the lem error that was discovered in the "get logs" file. Analysis also noted that the left keyboard hinge was broken and the keyboard slide assembly was missing. All found defective or missing parts were replaced. (B)(4).